Event description:
The field service engineer (fse) reported to olympus, on behalf of the customer, the elevator on the duodenovideoscope was loose and there was free play on the knobs. During the inspection and testing of the returned device, the forceps elevator was found to have foreign material and multiple components were found to be dirty/covered in residue. There was no report of patient harm associated with this event. This MDR is being sent to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The forceps wire was not moving up and down properly due to low forceps raiser angle. Due to the wear on the angle wire, the bending angle in the down/left direction and the play of the up/down/right/left knob was out of specification. Damage to the forceps raiser wire, caused the forceps raising angle to not meet specification. Forceps elevator was found to have foreign material and dirt/residue was found on the bending section cover, the connecting tube, the control body grip, universal cord, right/left knob and the plastic distal end cover. In addition to the findings reported, the nozzle was deformed, the adhesive around the bending section cover was detached, adhesive around the object lens was worn, the adhesive around light guide lends was discolored, the suction cylinder was shaved and the switch button 4 and the protector of the universal cord on the control side were both sticky. Due to the deformation of the nozzle, the water removal ability was out of specification and due to the suction cylinder being shaved, the suction volume was out of specification. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation.

Event description:
Additional information was provided regarding this event. The event occurred during reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a definitive root cause could not be determined. The following is included in the instructions for use (IFU): "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.